Manufacturer narrative:
In response to FDA report number: mw5088466. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was a contralateral side rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "ruptured." Device has been explanted.